Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test. The insulin pump alarmed prime alarm due to loose drive support disk. The insulin pump was received with normal operating currents. No damage found on the connector and lcd isolation tape. No blank display during testing.

Event description:
It was reported that insulin pump alarmed motor error. The blood glucose reading is 142 mg/dl. The drive support cap is protruding. The insulin pump alarmed prime alarm. Nothing further reported.